Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String falls apart during removal, retained- (B)(6). [Foreign body in reproductive tract]. Hurt - (B)(6) [vulvovaginal pain]. (B)(6) hurt - tampon [medical device site pain.] Tampon hurt to pull out [complication of device removal]. Tampon string falls apart...rip off [device breakage.] Case description: consumer reported via rr that the string falls apart during removal. No serious injury reported.